Event description:
A doctor reported to baxter (B)(4) that during use of one pump/gravity solution no 'y' site, a leak was observed at the connection between the drip chamber and the tubing. It was reported that there was no patient involved in this incident; therefore, there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510(k) number. As no sample was available for evaluation, the customer's reported problem of a leak between the drip chamber and the tubing could not be confirmed and the root cause could not be determined. A batch file review did not reveal any issues related to the reported condition. If additional relevant information is received, a follow-up MDR will be submitted.